Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 136mg/dl. The customer stated that the insulin pump had second occurrence of hardware low level failures alarm. Customer also stated that insulin pump had replace battery now alarm. The customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated new battery resolved the issue. The device will not be return for analysis.